Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with pillowing and scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call about the issue with pump button hard to push on insulin pump and experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined to troubleshoot for low readings. The insulin pump will be returned for analysis.